Manufacturer narrative:
Only the active exhalation control module was returned for further investigation by the manufacturer's quality assurance laboratory.

Event description:
A ventilator's active exhalation control module was replaced by the manufacturer's service center noise. There was no report of patient harm or injury. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the evaluation of the active exhalation control module at the manufacturer's quality assurance laboratory, the root cause of the active exhalation control module failing was due to the solenoid valve being stuck open.